Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a consumer (con) about a patient with an implanted infusion pump. It was mentioned that the patient reported the pump site as swollen and painful. The patient noticed an ulcer forming on the skin as well. There is no environmental/external/patient factors that may have led or contributed to the issue. No diagnostic was performed. It was reported that the pocket was revised and the pump was repositioned inside of the pocket. The issue was resolved at the time of report. The patient¿s status at time of report was alive- no injury.